Event description:
It was reported that suture placement was attempted in a common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) repair. The vessel was non-tortuous and non-calcified. Reportedly, the physician attempted to use two proglides, the first proglide was deployed uneventfully and the sutures were set aside. The second proglide was attempted and the device did not catch the arterial wall, the knot is still inside the device. The device was removed from the patient's body and another proglide was used successfully using a pre-closure technique and also setting the sutures aside to perform the index procedure. Once the index procedure was completed, the sutures were used to close the arteriotomy and hemostasis was achieved. The patient did not experience any adverse sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inability of the device to catch the arterial wall and knot remaining inside the device was confirmed. Based on visual inspection and functional testing of the returned device, the most probable cause for the suture being pulled out of the artery is related to the operational context in the use of the device. There is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.